Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in diabetic ketoacidosis, hyperglycemia and hospitalization. On (B)(6) 2022 the patient was admitted to hospital and could be released after two weeks. No more details regarding the event and the treatment in hospital provided.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).